Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl and trace ketones. Reportedly, multiple occlusion alarms occurred. Customer delivered a correction bolus to initially address bg. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered an insulin injection to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the ER on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.